Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This will be filed to report after the mitraclip procedure, the patient experienced some chest pain and EKG changes. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation when the physician was advancing the sgc (with dilator) across the septum, the sgc was only visualized tenting at the septum. The sgc or dilator could not be visualized in the left atrium so the physician kept advancing the sgc. The imager continued trying to visualize the sgc at the septum and the left atrium, but when visualization was captured of the sgc in the left atrium, it was almost to the left atrial wall. The clip delivery system was advanced and when grasping was performed without issue, the patient's blood pressure dropped, and a pericardial effusion was noted. Medication was given by the anesthesiologist. The clip was able to be implanted, reducing mr to 2. Then, pericardiocentesis was performed. The physician suspects that the sgc (with dilator inside) was advanced too far into the la, likely contacted & injured the atrial wall. The next day, the patient experienced some chest pain and had some EKG changes. A heart catheterization procedure was performed to see if the patient had any acute coronary artery blockages. They did not find any acute issue that warranted further intervention. The clip remained stable and there was no tissue damage noted. It is unknown if these were a result of the effusion. The patient had computerized tomography (CT) which showed no pulmonary embolism. On (B)(6) 2022, the patient was noted to be stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported angina and EKG changes could not be determined. The reported patient effect of angina and EKG/ECG changes are listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.